Manufacturer narrative:
Device evaluation: device received, and visual inspection revealed the tamper seals on the bottom case and the plunger assembly are broken. The physical condition of the device revealed both front corners are both chipped out, the bottom case and right plunger case are cracked. ?check clutch? Error was found during review of the event history log. An occlusion test was conducted as a part of the functional testing and ?check clutch? Error was replicated. The lead screw and both clutch halves were not operating as intended due to customer use. To resolve the issue, the lead screw and both clutch halves were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, a travel coarse error occurred during the occlusion test and the plunger head needs repairs. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.